Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break in the catheter was confirmed, and the cause appears to be related to use of the device. The proximal segment of an 8fr groshong catheter was returned for investigation. It was reported that the catheter ¿fell apart¿ upon removal. The catheter broke under the surecuff. Adhesive that matched the weave pattern of the surecuff was observed at the distal end of the catheter segment. The cuff and the distal catheter segment were not returned for investigation. Small superficial slits were observed in the catheter 3mm from the distal tip of the catheter segment, which coincided with the proximal end of the cuff adhesive. The catheter may have been inadvertently nicked with a scalpel during removal. It is possible that the break in the tubing initiated from an inadvertent nick coupled with traction. The IFU indicates to take care not to transect the catheter during removal and cautions, ¿do not grasp the catheter with any instrument that might sever or damage the catheter.¿ a lot history review (lhr) of reay0032 showed no other similar product complaint(s) from this lot number.

Event description:
The facility reported that the catheter "fell apart" upon removal. No other information was known but has been requested. No patient injury was reported.